Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated, attempted removal"), genital haemorrhage ("excessive bleeding") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2013, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), device difficult to use ("one of the coils had migrated, attempted removal"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue"). The patient was treated with surgery (will have surgical removal of the device when she is able to afford it, attempted removal). Essure treatment was not changed. At the time of the report, the device dislocation and device difficult to use had not resolved and the genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, pelvic pain, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings and fatigue outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, genital haemorrhage, pregnancy with contraceptive device, device difficult to use, dysmenorrhoea, menstrual disorder, pelvic pain, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings and fatigue to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced excessive bleeding (seen as genital bleeding), one of the coils had migrated, attempted removal, and unwanted pregnancy. She will have surgical removal of the device when she is able to afford it. The events are anticipated according to the reference safety information for essure. Genital bleeding may occur with essure therapy. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, no alternative explanation was provided for genital bleeding. The gestational age was not reported. The exact date and mechanism of device migration was not known. However, based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated, attempted removal") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pyrexia ("explained fevers"), bone swelling ("dental problems/dental problems swollen jaw"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), visual impairment ("vision/eye problems"), vision blurred ("vision/eye problems type: blurred"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection") and hypersensitivity ("allergic or hypersensitivity reaction") with urticaria. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, bladder disorder ("bladder or urinary problems or changes"), dysuria ("bladder or urinary problems or changes") and tooth disorder ("dental problems"). The patient was treated with diphenhydramine hydrochloride (benadryl n), cetirizine hydrochloride (zyrtec) and surgery (will have surgical removal of the device when she is able to afford it, attempted removal). Essure treatment was not changed. At the time of the report, the device dislocation had not resolved and the pyrexia, bladder disorder, dysuria, bone swelling, fatigue, migraine, headache, visual impairment, vision blurred, cystitis, urinary tract infection, vaginal infection, tooth disorder and hypersensitivity outcome was unknown. The reporter considered bladder disorder, bone swelling, cystitis, device dislocation, dysuria, fatigue, headache, migraine, pyrexia, tooth disorder, urinary tract infection, vaginal infection, vision blurred and visual impairment to be related to essure. No further causality assessment were provided for the product. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information added,patient demographic details added,product start date updated,treatment drug added,events added- hives, fever(fuo), bladder problem, urination problem, unspecified dental problem, jaw swelling, fatigue, migraines, headaches, abdominal pain, vision problem, vision blurred, bladder infection, urinary infection, vaginal infection. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On (B)(6) 2017: events severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy and fatigue were deleted. This correction was done based on initial information. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that one of the coils had migrated, attempted removal. She will have surgical removal of the device when she is able to afford it. The event is anticipated according to the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the exact date and mechanism of device migration are not known. Based on the information provided and possible mechanism of migration, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident because device removal will be required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that one of the coils had migrated, attempted removal. She will have surgical removal of the device when she is able to afford it. The event is anticipated according to the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the exact date and mechanism of device migration are not known. Based on the information provided and possible mechanism of migration, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident because device removal will be required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.